Manufacturer narrative:
As reported, approximately one month after deployment of an exoseal vascular closure device, the patient was admitted with a pseudoaneurysm. The pseudoaneurysm was treated however, approximately one month later; the patient was re-admitted with recurrent pseudoaneurysm and later femoral occlusion reported to be treated with lower limb amputation. The patient was a (B)(6) female. She had contracted pseudomonas aeruginosa after low temperature burn on the right thigh before the pci procedure. The patient underwent percutaneous intervention of a lesion located in the left anterior descending artery. An exoseal (7f: complaint product) was used for the hemostasis. Retrograde approach was made from the left common femoral artery with a sheath (terumo's, 7f/40cm). The access site was heavily calcified but there was no stenosis observed. After the pci, the unknown terumo sheath was exchanged for a different sheath introducer (britetip sheath, 7f/11cm) without difficulty. Then, the exoseal was inserted into the sheath introducer and the plug was deployed normally. Hemostasis was achieved with the vcd and no complications occurred. A few days after the procedure, the patient was discharged from the hospital and went to a clinic for hemodialysis. After changing hospitals, the patient has continuously had 40-degree fever because of pseudomonas aeruginosa infection. Approximately a month post index procedure, the patient was readmitted to the hospital because she developed a pseudoaneurysm at the access site. The pseudoaneurysm was treated with surgical resection and pseudomonas aeruginosa was detected from the excited tissue. Approximately a month later, the patient was readmitted to the hospital because of recurrent pseudoaneurysm at access site. This pseudoaneurysm was not treated. Approximately five to ten days after readmitting the patient, there was necrosis below the left knee and occlusion of the left femoral artery was confirmed with emergent angiography. There is no detailed information regarding the vessel occlusion and what caused it. It is unknown if the patient has any history of peripheral vascular disease. The patient has been scheduled for surgery of lower limb amputation. The physician commented that "the possible cause of the infected pseudoaneurysm was systemic infection by the pseudomonas aeruginosa infection at right thigh." Procedural films were not available for review. Neither the cordis sheath nor the exoseal were returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding/pseudoaneurysm as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of pseudoaneurysm formation. After a sheath is removed from the femoral artery there can be bleeding from the puncture site. If the hole in the artery doesn't close up and heal, there can be persistent flow of blood through the puncture hole in the artery creating a pseudoaneurysm. The safety and effectiveness of the exoseal vcd has not been established in the following patients with pre-existing systemic or cutaneous infection. As indicated in the IFU, the plug exhibits partial to advanced absorption at 30 days, with complete absorption between 60 and 90 days post-implant. Based on the information provided, there is no evidence to suggest that the femoral occlusion and necrosis of the left leg reported over 2 months post-implant is related to the exoseal plug. Based on the information available for review, there are vessel characteristics (heavy calcification) and patient pre-existing factors (pseudomonas aeruginosa infection) that may have contributed to the event pseudoaneurysm reported one month post-deployment. There is no indication that this event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00021 and 9616099-2013-00022.

Manufacturer narrative:
Approximately a month post procedure the patient was readmitted to the hospital because she developed a pseudoaneurysm at the access site. Then surgical resection for the pseudoaneurysm was conducted and pseudomonas aeruginosa was detected from the excited tissue. Approximately a month later the patient was readmitted to the hospital again because of recurrent pseudoaneurysm at access site. No treatment was given. Approximately five to ten days after readmitting the patient also became necrosis below the left knee; the vessel was occluded distal to the left thigh. This was confirmed with emergent angiography. There is no detailed information regarding the vessel occlusion and what caused it. It is unknown if the patient has any history of peripheral vascular disease. The patient has been scheduled surgery of lower limb amputation. Physician's comment: the possible cause of the infected pseudoaneurysm was systemic infection by the pseudomonas aeruginosa infection at right thigh. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00021 and 9616099-2013-00022

Event description:
As reported, approximately a month after an interventional procedure and access closure with an exoseal device the patient was admitted with a pseudoaneurysm. Surgical treatment for the pseudoaneurysm was conducted and pseudomonas aeruginosa was detected from the excited tissue. The patient was diagnosed with an infected pseudoaneurysm. The patient was a (B)(6) female. She had contracted pseudomonas aeruginosa after low temperature burn on right thigh before the pci procedure. The patient underwent percutaneous intervention of a lesion located in the left anterior descending artery. An exoseal (7f: complaint product) was used for the hemostasis. Approach was made from the left common femoral artery with a sheath (terumo's, 7f/40 cm) and it was retrograde approach. The access site was heavy calcified, but there was no stenosis observed. After the pci, the unknown terumo sheath was exchanged for a different sheath introducer (britetip sheath, 7f/11cm). Then, the exoseal was inserted into the sheath introducer and the plug was deployed normally. There was no hemostasis complication occurred. A few days after the procedure, the patient was discharged from the hospital and went to the other clinic for hemodialysis. After changing hospital, the patient has continuously had 40-degree fever because of pseudomonas aeruginosa infection.